Manufacturer narrative:
Electrical test performed repeated one time the reported behavior.

Event description:
Reportedly, the subject device was implanted with a ventricular medtronic sprint quattro lead. During the follow-up dated (B)(6) 2017, the rv coil impedance was > 3000¿. The trend showed that the device reported an impedance >3000¿ in few measurements only. This behaviour was reproduced when the patient raised the left arm. This suggested a connection issue or lead failure. On (B)(6) 2017, a re-intervention was planned. No connection issue was observed, but a impedance >3000¿ was detected by moving the lead. So, the physician decided to implant a new lead and remove the one implanted. After the implant of the new lead the patient had illness with loss of consciousness. The physician had to close quickly the procedure. After the connection to this ICD, impedance >3000¿ was again observed by moving the lead. Then, the physician decided to implant a new device.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the subject device was implanted with a ventricular medtronic sprint quattro lead. During the follow-up dated (B)(6) 2017, the rv coil impedance was > 3000. The trend showed that the device reported an impedance >3000 in few measurements only. This behaviour was reproduced when the patient raised the left arm. This suggested a connection issue or lead failure. On (B)(6) 2017, a re-intervention was planned. No connection issue was observed, but a impedance >3000 was detected by moving the lead. So, the physician decided to implant a new lead and remove the one implanted. After the implant of the new lead the patient had illness with loss of consciousness. The physician had to close quickly the procedure. After the connection to this ICD, impedance >3000 was again observed by moving the lead. Then, the physician decided to implant a new device.

Manufacturer narrative:
Preliminary analysis of the returned device revealed an issue at df4 connector level.

Event description:
Reportedly, the subject device was implanted with a ventricular medtronic sprint quattro lead. During the follow-up dated 28 jun 2017, the rv coil impedance was greater than 3000?. The trend showed that the device reported an impedance greater than 3000? In few measurements only. This behaviour was reproduced when the patient raised the left arm. This suggested a connection issue or lead failure. On (B)(6) 2017, a re-intervention was planned. No connection issue was observed, but a impedance greater than 3000? Was detected by moving the lead. So, the physician decided to implant a new lead and remove the one implanted. After the implant of the new lead the patient had illness with loss of consciousness. The physician had to close quickly the procedure. After the connection to this ICD, impedance greater than 3000? Was again observed by moving the lead. Then, the physician decided to implant a new device.

Event description:
Reportedly, the subject device was implanted with a ventricular medtronic sprint quattro lead. During the follow-up dated (B)(6)2017, the rv coil impedance was > 3000u. The trend showed that the device reported an impedance >3000u in few measurements only. This behaviour was reproduced when the patient raised the left arm. This suggested a connection issue or lead failure. On (B)(6)2017, a re-intervention was planned. No connection issue was observed, but a impedance >3000u was detected by moving the lead. So, the physician decided to implant a new lead and remove the one implanted. After the implant of the new lead the patient had illness with loss of consciousness. The physician had to close quickly the procedure. After the connection to this ICD, impedance >3000u was again observed by moving the lead. Then, the physician decided to implant a new device. Preliminary analysis confirmed the reported event, most probably due to a lead issue and/or a lead connection issue. No irregularity is suspected with the subject device.